Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device change out, externalized conductors were observed via x-ray. Electrical measurements were normal. Lead remains implanted.